Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Three (3) email and one (1) phone call to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which were partly provided. An examination of the subject device by a lumenis technical engineer was performed on hs handpiece which was suspected to cause the adverse event. He was unable to duplicate the high suction as reported. Also, tested hs handpiece numerous times, found no burns on protective glass or tip. He then replaced handpiece due to a failure of diode array and tested the new hs handpiece and verified all power settings to be within lumenis specifications. The device was ready for use. A lumenis clinical training director and healthcare professional reviewed the reported event details and concluded that "3rd incident with this office. All involving treatment of arms without test spot prior to treatment. Patient's skin typed as a skin type iii, however of (B)(6) descent. No photos were sent. Handpiece inspected and replaced by ce due to two previous incidents ((B)(4)). The root cause of the event is a user error. Lack of test spot on sun-exposed area's, on ethnic skin. Protocol suggests a 72-hour delay between test spot and treatment." Lumenis is currently investigating the reported event. The failure in diode array malfunction is not seen as likely to lead to death or serious injury should it to recur. The most probable cause of the reported event is operator error, a failure on the part of the device operator to follow instructions described in the device labeling. While the information received to date does not confirm that a serious injury occurred, because of the lack of information regarding the injury, the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that one (1) operator sustained redness to the arms following treatment with a lumenis lightsheer desire laser. No report of serious injury has been received except for the initial report from the user facility.